Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 09/15/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during inspection the original complaint was unable to be duplicated. The pump was returned with no evidence of a cloudy display. Unrelated to the original complaint, the display was noted to be dim and discolored.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (cloudy) issue. It was reported that the display screen could not be read safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.